Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up the device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended and the device remains implanted.

Event description:
New information received notes that the device continued to exhibit post-paced t-wave oversensing. The patient remained asymptomatic. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.